Event description:
The account alleged the side rail will not raise. No pt impact.

Manufacturer narrative:
The account found the side rail slide bracket is bent. The account replaced the side rail slide bracket to resolve the issue.